Manufacturer narrative:
Reported event: an event regarding crack/fracture of a femoral stem involving a mets distal femur inserted with a patient specific distal femur (pin 9597) was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: a review of the x-rays by clinical consultant indicated: "the implant in situ was for a distal femoral replacement, which was originally inserted on (B)(6) 2005 to revise the previous implant (pin 9597). The implant consists of a patient specific tibial component and a mets distal femur. The surgeon reported a fracture of the femoral neck and also a fracture of the femoral stem. However, the radiographic images provided was before the incidence happened in which no fracture can be observed. Therefore, this radiographic review cannot confirm the clinical report of the fracture on both femoral neck and stem". Product history review: a review of the product history records could not be performed as no catalogue and lot numbers were provided. Complaint history review: a complaint history review could not be performed as no catalogue and lot numbers were provided. Conclusions: an event regarding crack/fracture of a femoral stem involving a mets distal femur inserted with a patient specific distal femur (pin 9597) was reported. The device has been in situ since 2005. The exact cause of the event could not be determined further information such as analysis of the retrieved device and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A patient prescription form was submitted for a patient's right distal femur. Diagnosis is noted as "665237". Notes indicated "fracture at femoral neck". Update (B)(6) 2019: "reason for revision is due to fracture of the stem, which is a custom made tibia component from 2005.